Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that the cutter was not functioning normally during surgery. The procedure type and procedure completion details were unknown. There was no information reported about patient impact. Additional information was requested and received that the procedure was completed on same day by replacing the product with another packs.

Manufacturer narrative:
Additional information provided in b.5, h.6 and h11. Based on the additional information received, patient event codes e2401 and f24 have been removed, and only e2403 and f26 are considered in original MDR. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received that cutter could not be able to cut the vitreous during surgery. There was no patient impact.